Manufacturer narrative:
We checked the returned unit and confirmed that the biopsy inlet piece loosened. Based on the result, we concluded that it was caused due to the excessive force applied on the biopsy inlet piece. In addition, we confirmed that the operation channel buckled, the light guide cable buckled, the suction channel buckled, the lg prong corroded, the bending rubber leakage, the us connector cable leakage, the remote control buttons cut, the jet socket cut, the objective prism dirty, the segment loosened, the eog valve loosened, the u/d and the r/l pulley wires worn out, the lg prong top worn out, the insertion flexible tube (ift) bump, and the segment steel braid rupture; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Biopsy inlet piece loosened.